Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eight (8) unused samples in original packaging were returned for evaluation. A visual evaluation was performed on all eight samples, and it was noted there was no defect observed. All samples were functionally leak tested per specification with no leakage noted. In an attempt to locate detachment, all bonded joints on set were pull tested with no detachment located on any of the subassemblies. Based on the evaluation results, the reported defect was not confirmed. The product met internal specifications. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400606265. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during treatment using the streamline bloodline set for dialog, two different lines of bloodlines kind of exploded - abruptly broke apart during treatment. She stated that she was not sure if there was weak spot in the line but blood got everywhere on the floor, on the patient and on the product.